Event description:
A physician reported that a patient underwent revision surgery to remove a migrated xia blocker at the left-side l5. The device had been in place for approximately eight months and the patient had successfully fused.

Manufacturer narrative:
Visual: visual inspection revealed wear and chattering marks on the underside of the blocker. This marking is indicative of blocker movement on the rod from under tightening. Functional: functional inspection confirmed that blocker was able to be properly inserted into screw tulip head.   Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Use the anti-torque key and the torque wrench. The anti-torque key and torque wrench come in two sizes; standard and short. Place the anti-torque key around the screw head. Place the torque wrench through the anti-torque key until it is guided into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Note: do not exceed 12nm during final tightening. The most likely cause of the reported event was determined to be under tightening of blocker into tulip head during final tightening.

Event description:
A physician reported that a patient underwent revision surgery to remove a migrated xia blocker at the left-side l5. The device had been in place for approximately eight months and the patient had successfully fused.